Event description:
It was reported that there were random bleeps at home and one of the power cables was taped. The system controller was exchanged.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.